Event description:
Per the audiologist, the pt had made little progress with his cochlear implant system. He is a bilateral recipient. Results of testing done in 2007 at the clinic were consistent with normal receiver/stimulator function with multiple electrode anomalies. Reprogramming the sound processor did not alleviate the problem. Explantation/reimplantation surgery is scheduled for 2008.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.